Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. It should be noted that the reported patient effect(s) of death and ventricular fibrillation are listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported death and ventricular fibrillation, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
An individual report was reported through a research article titled ¿treatment with 48-mm everolimus-eluting stents¿. Three xience xpedition 48mm devices were implanted in the right coronary artery (rca). 9 months later, the patient presented with ventricular fibrillation and passed away. No additional information was provided regarding this issue.